Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted due to infection. The infection was suspected to be the result of the implanting procedure. The explant procedure was completed successfully without adverse consequence to the patient. The patient condition was unchanged throughout the procedure and was noted to be stable afterwards. A new system is expected to be placed on the opposite side.